Event description:
A malfunction was reported on the pump, and no notable events had occurred prior to this. There was no adverse impact to the customer's blood glucose level. The customer received assistance in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction recurred.